Event description:
Anesthesia attempted numerous times to place peripheral and jugular IV access. Placed in triple lumen catheter with resistence. When anesthesia attempted to replace triple lumen unable to get over guide wire. When guide wire removed it was noted to be frayed and split in half.